Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was use error, the patient disconnecting from the set. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with a system error (se) 2240 alarm during drain 1 of 3 on the homechoice machine (hc). Se 2367 alarm also occurred. The technical service representative(tsr) explained the alarms and assisted the home patient (hp) to cycle power twice to clear them. The hp stated he disconnected during dwell 1, but reconnected before the drain. The tsr advised the hp to start over with new supplies. The advised the hp to contact their nurse in the next 24 hours to let her know what happened. The hp was contacted on (B)(6) 2011. The hp stated that after starting over with new supplies no further issues were found. The hp stated he did not develop any adverse reactions or need any medical intervention. The hp stated he is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.